Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The tip of the dilator was damaged. It was not possible to introduce the sheath. There was no report of adverse effects to the patient. Images of the device depicted abraised areas at the distal tip of the sheath.